Event description:
The customer reported that the cannula dislodged from the infusion site and the area was bleeding. His blood glucose level was 19 mmol/l (342 mg/dl). He stated that the pod was taped down on his abdomen, and the adhesive had come away near the pod near the cannula. He noticed that the cannula had a small kink.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4 - 6 times a day (when you wake up, before each meal, and before going to bed)."